Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye. A replacement lens of different model and diopter (22.5 d) was used. There was no surgical and/or medical interventions required. The patient is doing fine post-op and no patient injury was reported. It was indicated that the lens was discarded. No further information was provided.